Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states.

Event description:
Reference number (B)(4) event occurred in the united states on 30-aug-2024, it was reported that the patient encountered infusion sets tubing kinked event. The blood glucose level was found to be 400mg/dl no further information available.